Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: (B)(4). Lot: 0g53351 manufacturing site: selzach supplier: osartis gmbh release to warehouse date: (B)(6) 2020 expiry date: 01.jul.2023 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that there was inconsistency in the cement viscosity after mixing, resulting in the dispenser getting stuck. A new set of vertecem cement kit and syringe kit was used to complete the procedure. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).